Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead had migrated. Imaging confirmed that the lead migrated out of the epidural space. Surgical intervention took place on (B)(6) 2019 during which the existing lead was repositioned and secured. Effective therapy established post-op.